Event description:
It was reported the patient's stimulator stopped working, and it was confirmed the wires were disconnected. The device stopped working 4 years ago and the patient had not needed the device for their pain. The patient was recently admitted to the hospital due to extreme occipital nerve pain. The hospital was not familiar with how to treat the patient using the device. The patient and family wanted the patient to be transferred to another hospital familiar with the device. The following day the patient was being discharged from the hospital. The patient was seeking a new physician to take over their care as their old following physician was no longer there. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.